Event description:
It was reported that a new libre 3 plus sensor paired with the ilet indicated it was linked to another device after the user had scanned it in the libre app, leading to intermittent communication failure between the cgm and the ilet; the user was advised to enter bg run mode while at work and later remove the libre app to allow sensor replacement when home. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with communication between the cgm and the ilet, with the device component implicated being the antenna/electrical-magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.